Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s sleep/wake button was intermittently unresponsive on two occasions, with one event requiring placement on a charging pad to recover functionality and another resolving after a delay; the patient received education to keep the button clean and fingers dry and to monitor and record future occurrences. Symptoms included no change in blood glucose and no reported injury. Outcomes included no medical intervention and no hospitalization. Investigation included customer counseling, troubleshooting, and monitoring guidance. Investigation of this case revealed a suspected intermittent user interface responsiveness issue related to the sleep/wake button; no device component damage or systemic malfunction was evident based on the reported recovery and function after charging and cleaning guidance. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending additional evidence such as a video capture if the issue recurs.